Event description:
A volume discrepancy was reported. It was stated that there was a huge difference between the actual reservoir volume (arv) and the expected reservoir volume (erv): arv: 4.3ml, erv: 0ml. Patient experienced under dosage / deprivation and per the healthcare provider (hcp) since 2-4 days. It was also stated that after the last refill, some overdose reactions were experienced by the patient. Intervention included an intravenous bolus and pump refill. No motor stall was noted and the pump did not deliver in safety mode; no rotor or catheter dye study was performed. Patient outcome was noted as "stable at the moment." Drugs delivered via the device included morphine, fentanyl and bupivacaine. It was later reported that the pump was explanted and the patient was doing fine.

Event description:
Additional information: the patient outcome after the replacement was good. The health care provider confirmed the pump was working fine and the calculated rest volume (calculative) was similar with the effective aspirated volume.

Manufacturer narrative:
Updated/corrected the values for the arv and erv. (B)(4).

Manufacturer narrative:
Analysis of the pump and pumphead revealed s2 overinfusion; insufficient pump tube occlusion.

Manufacturer narrative:
Catheter model 8709sc, serial# unknown, implanted/explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The actual residual volume (arv) was zero (the pump was empty) and the expected residual volume (erv) was 4.3-4.5.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.